Event description:
Adverse event: dissection requiring medical intervention. Onset adverse event: during the procedure. Device issue: none. It was reported that during the procedure, a xience 3.5 x 12 stent was deployed at 14 atmospheres in the mid left anterior descending artery. After stent deployment, a distal edge dissection was observed. Another 2.75 x 12 mm unspecified stent was implanted to cover the dissection. There was no adverse patient sequela reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.